Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a, system error 2240 (air in tubing) which occurred on the homechoice (hc) during use. The home patient (hp) received the error the past night. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The hp had since disconnected and discarded the supplies. The baxter technical services representative reviewed the alarm's meaning. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the caregiver. She stated that there were no issues with the set up and nothing unusual was noted about the supplies. The patient ended therapy for the night after the alarm. Therapy has been going well since, and there were no adverse effects reported in relation to this event.